Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The home patient (hp) stated the transfer set inadvertently disconnected during use. The technical service representative (tsr) assisted the hp to clear the alarm and end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.